Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was powered off immediately after battery fail test. The customer¿s blood glucose level was unknown. Customer states the insulin pump received rejected new battery also received unexplained no delivery alarms and battery fail alert. The insulin pump will not be return for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).